Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 425mg/dl and the pump alarmed no delivery due to a bent cannula. The customer treated with insulin. Troubleshooting was performed and found that the issue was resolved by a complete set change. Customer declined high blood glucose troubleshooting and only wanted to document the incident.